Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 60 mg/dl at the time of the incident. The customer was at 179 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also reported that they received emergency medical assistance a few years ago due to low blood glucose where they experienced symptoms such as convulsions and loss of consciousness. The customer was given intravenous fluids to treat that low. The insulin pump will not be returned for analysis.